Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. On the same day, confirmation testing on a nasal swab was performed with pcr and sent to an outside lab, this generated negative results. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number and log files, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.